Manufacturer narrative:
Tech found that the right siderail was not locking in up position. Cause: missing hardware that became loose and fell out. Resolution: installed new roller guide, screw and bushing to resolve this issue.

Event description:
Info received that right siderail was not locking in up position. No injury reported.